Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery hook (part# 470183-14/lot# n10210125 0124) associated with this event was performed. Per logs, the instrument was last used on, (B)(6) 2021 using system sk4043. The instrument had 4 remaining usable lives with no subsequent use recorded. The pch is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the guide wire on the permanent cautery hook cracked. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer to request additional information regarding this event. On 30-june-2021, the customer reported that no further details were available.